Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-10325 and 2134265-2017-10540. It was reported that automatic pullback failure occurred. The 70% stenosed lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During intravascular ultrasound (ivus), the pullback function did not work properly. Thus, automatic pullback failure occurred. The doctor changed another sled to continue the procedure and pullback was able to function normally and the case was completed successfully. No patient complications were reported and the patient's status was stable.